Event description:
It was reported that a cot experienced a broken retaining post. There was no pt or user injury.

Manufacturer narrative:
It is likely that the cot was slammed into the fastener, and the retaining post was damaged.